Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose and sensor readings. The customer's blood glucose level at the time of incident was over 600mg/dl and the sensor readings were over 400mg/dl. The customer states they are brittle type 1 diabetic. The customer's current blood glucose reading is 438mg/dl and their sensor reading is 286mg/dl. Troubleshoot was conducted. It was found that the customer has noticed bent cannulas on previous sensors. The customer states they have a urinary track infection that could be contributing to the high levels. The customer is being sent out a replacement sensor.